Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred during descent in a small commercial aircraft. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that cartridge change errors occurred multiple times during the load sequence. The customer's blood glucose was not impacted. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.